Event description:
It was reported the implantable pulse generator (ipg) stopped working after the patient had cardioversion. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.

Manufacturer narrative:
The returned ipg sc-1110 serial number (B)(6) passed visual inspection and was able to be fully charged in one four-hour cycle; however, the battery quickly depleted and was unable to hold the charge. Internal analysis of the ipg revealed a high sleep current, and electrical tests revealed low high voltage resistance measurement which indicated an electrical short with the application-specific integrated circuit (asic). Damage to the asic was the cause of the premature battery depletion. Damage to the asic is caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy such as cardioversion. Additionally, the instructions for use (IFU) indicates medical therapies or procedures such as lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high-output ultrasound may turn stimulation off or may cause permanent damage to the stimulator.

Event description:
It was reported the implantable pulse generator (ipg) stopped working after the patient had cardioversion. The patient underwent a revision procedure where the ipg was replaced and did well postoperatively.